Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple continuous glucose monitor (cgm) errors occurred, and a new sensor session was unable to be started. The error recurred each time customer attempted to start a new sensor session. The customer reported a blood glucose (bg) level above 240 (mg/dl). The current pump will continue to be used for diabetes management.